Event description:
It was reported there was intermittent stimulation and a loss of therapeutic effect. The pt could only feel stimulation for part of the day, and then it would stop and the pt could not feel the tingling sensation. The pt's pain would also return. This happened at "random" times throughout the day. There was no known accident related to the event. The transmitter batteries were changed, but the issue was not resolved. It was confirmed the sys was switched to "set/lock" and it was turned "on." The pt also had stimulation in the wrong location, and the device was reprogrammed. This resolved the issue, but it was determined the left lead provided no stimulation and the right lead had possibly moved. The pt was still able to get bilateral stimulation though, possibly due to the right lead migrating. The transmitter also had an error code. The transmitter amplitude settings could not be adjusted, but the rate could be adjusted. The screen would get "stuck" when trying to adjust amplitude. Two transmitters were used and both "acted the same." A new battery was used in the transmitter. The device was reset and then the amplitude could be adjusted and the pt could feel the stimulation. Later the pt lost stimulation again. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).